Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. Left programmer powered up for over 24 hours when no overheating or fan issues. After opening programmer found that fan was notfully plugged into power cable. Moreover, the fan was not being fully seated would cause intermittent fan issues. Laboratory analysis was unable to reproduce overheating with fan not working allegation.

Event description:
Boston scientific received information that this programmer was over heating and the fan was not working. Also, the programmer would turn off unexpectedly. The programmer was sent for return. There was no patient involvement reported.